Event description:
Initial reporter indicated that a vns patient experienced an increase in staring spell seizures. Additional information received revealed that the pt underwent generator replacement. Programming history revealed that the device was not approaching end of service. The cause of the increase in seizures and the relationship to vns therapy is unk at this time. Good faith attempts to obtain additional information have been unsuccessful to date.